Event description:
It was reported the patient is deceased. It was also reported the implantable cardioverter defibrillator (ICD) displayed a high voltage, sensing, and detection problem and inappropriate therapy was delivered. Additionally, arrhythmia discrimination by the device was questioned. It was also reported the lead displayed high pacing and defibrillation impedance levels. The patient was in the emergency room when death occurred. Additional information regarding the circumstances and cause of death were requested, but not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed no anomalies were found.